Event description:
A doctor reported that the silicone oil was not aspirated during the operation. The product was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).